Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the stain inside light guide lens was likely that humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. Based on the results of the investigation and the information provided, the foreign material at the forceps elevator was possibly not removed since the reprocessing was not conducted properly due to leakage from el connector guide pin and forceps elevator. Leakage occurred from el connector guide pin and forceps elevator. However, the root cause of the reported issues could not be determined. The event can be detected and prevented in accordance with the following IFU. Stain inside light guide lens . The event can be detected in accordance with the following IFU. IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Foreign material at the forceps elevator the event can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope light guide lens was stained and the forceps elevator had foreign material. There were no reports of patient involvement.